Event description:
The manufacturer received information alleging ventilator inoperative alarm occurred on a trilogy 100 ventilator while in patient use. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.